Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead had oversensing of noise noted on the electrogram immediately upon connection to the device. The rv lead was disconnected from the device and repositioned; however, the electrogram remained abnormal. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex, date of birth . If information is provided in the future, a supplemental report will be issued.